Event description:
It was reported that a tip separation occurred. An agent us mr 2.50 x 30mm was selected for treatment of the target lesion. During the procedure, the nose cone of the balloon separated from the shaft. There were no patient complications reported.

Event description:
It was reported that a tip separation occurred. An agent us mr 2.50 x 30mm was selected for treatment of the target lesion. During the procedure, the nose cone of the balloon separated from the shaft. There were no patient complications reported.

Manufacturer narrative:
The returned product consisted of the agent balloon and catheter. A visual examination identified no damages. A microscopic examination showed that the distal edge of the tip was detached. There is evidence of stretching at the site of the tip detach, consistent with excessive tensile force having been applied to the tip. No other damage was noted with the device. This device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. This product investigation is assigned the most probable cause classification of cause not established as it is not known when or how the tip detached.